Event description:
It was reported that the patient was presented to the clinic. The patient's right ventricular (rv) lead and right atrial (ra) lead was found dislodged due to a fall. As a result, the rv lead was unable to capture and sense while the ra lead had a high capture threshold. Both the rv and ra leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.